Event description:
Customer reports via phone, male pt under general anesthesia having a prostate resection procedure when the room failed. Pt was moved to another room for completion of the procedure. Customer reports the procedure was then completed without further incident. Pt outcome was not changed. No pt injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.